Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device had poor connectivity. Clinician tried to resend the data again but the device could not connect. Abbott technical services assured that it would not trigger an alert unless there is data already waiting to be sent. There were no adverse consequences to the patient.